Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >400 mg/dl with nausea, vomiting, extreme drowsiness and polydipsia. The patient was reportedly hospitalized with diabetic ketoacidosis. The treatment the patient received while hospitalized was not detailed by the reporter. Animas customer support was unable to perform troubleshooting of the insulin pump due to the pump not being available at the time of the initial call. The reporter stated they would call back to do the troubleshooting and was unable to accurately provide dates to do troubleshooting as the patient had been off of insulin pump therapy from (B)(6) 2017. The reporter stated the ratios had been changed in the pump since the alleged incident of diabetic ketoacidosis. Animas customer support made several attempts to contact the reporter in follow up for troubleshooting the pump; however, the reporter did not respond. This complaint is being reported because the patient reportedly experienced serious injury on insulin pump therapy associated with an inaccurate delivery issue.